Event description:
It was reported that the implant does not have an internal hex. The doctor stated that it was received that way out of the box. Drilled the osteotomy to place the implant, but one of the drivers would not fit. The doctor had to place competitor's implant to complete the procedure.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
Upon review for the supplemental medwatch follow up report, it was noticed that this event was created and submitted under the wrong manufacturing site. A new complaint was created so that corrections can be made. This report is being submitted to retract the initial report, MFR report number 0002023141-2024-01106 that was submitted on april 10, 2024 as the event was submitted under the wrong manufacturing site. This event has been re-submitted on 7/1/24 under the correct manufacturing site under MFR report number 0001038806-2024-01383.

Manufacturer narrative:
This report is being submitted to relay corrected data and additional information correction: this event was initially created/submitted to FDA under complaint number, (B)(4) on 4/10/24 under the wrong MFR number (0002023141-2024-01106). To correct the error, a new complaint (B)(4) was opened and this event was reported on 7/1/24 under the correct MFR number (0001038806-2024-01383). Therefore, all details related to this event will be captured under the new complaint (B)(4), MFR number (0001038806-2024-01383). No additional reports will be submitted under MFR report number 0002023141-2024-01106.